Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the removal of a tricuspid valve fabricated from cormatrix ecm material. Details of the event are provided below. It was reported that approximately 1 year prior, a male pt underwent a tricuspid valve replacement with a valve fabricated from cormatrix ecm material. The initial echocardiogram looked good; however, the pt was lost to follow-up. The pt is an active IV drug user (heroin). The pt later presented with endocarditis. The tricuspid valve was removed on (B)(6) 2014 and replaced with a new valve fabricated from cormatrix ecm material. The pt was reported as stable following the procedure and the echocardiogram appears fine. Product information and implant details have been requested from the surgeon but have not yet been received. The valve was likely fabricated from either the cormatrix ecm for cardiac tissue repair or from the cormatrix ecm for pericardial closure. The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for cardiac tissue repair product, which is indicated for intracardiac patch or pledget for tissue repair and suture-line buttressing, and the cormatrix ecm for pericardial closure product, which is indicated for the reconstruction and repair of the pericardium.

Manufacturer narrative:
A portion of the explanted tricuspid valve was submitted to cormatrix for evaluation and received on (B)(4) 2014. Tissue histology results indicate that the valve had extensive bacterial infection consistent with bacterial endocarditis. Non-infected areas of the valve were most likely adversely affected by the infection since they did not exhibit cellular infiltration consistent with a one year post-implant time point. (B)(6) use by the pt is considered a contributing factor to the endocarditis.